Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal medical records received. After review of medical records for MDR reportability it was reported that the patient was revised to address pseudotumor and pain. On the operative notes it was stated that there were presence of metallic debris and evidence of corrosion of the femoral head and neck junction. In addition it was also mentioned that there were evidence of a cystic mass emanating from the trochanter and from the hip capsule, it was full of metallic debris typical of a pseudotumor. No laboratory values provided.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.